Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 06/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the contrast, up arrow and down arrow keypad buttons were intermittently responsive and required excessive force in order to elicit a response. The ok keypad button responded to button presses as expected and had normal spring back. The keypad cover was removed and the down arrow key contact was found to be misaligned. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.